Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blood glucose levels at the time 467mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.